Manufacturer narrative:
UDI # unknown. Correction - device manufacture date - jan 23, 2015. The device history record for the lot number, aa50112v01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Provide narrative data.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the gray suction tube's tapered adapter broke off from the irrigation's port adapter, and caused the suction portion of the subglottic microcuff unusable. The patient was extubated and re-intubated with a new subglottic microcuff et tube. No patient injury was noted. Additional information requested but has not been received.